Event description:
The patient's mom/reporter claimed the patient had elevated blood of 450 mg/dl within the last 3 days and noticed air bubbles in the tubing. The patient did not have any symptoms or ketones at the time of concern. The cartridge reportedly feels like it has pressure when drawing out insulin which may result in air bubbles in the cartridge. There was no product misuse. The patient was trained on the animas product. The issue was not resolved with troubleshooting. This complaint is being reported as a malfunction due to the air bubbles issue. The patient's condition did not meet animas criteria of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).